Event description:
Physician's assistant was utilizing a neuro slip holster to house the aquamantys 6.0 device when device not in use. During the surgery the pa leaned against the neuro slip and the button on the aquamantys device was depressed causing the device to activate. This activation caused a burn to the pa's leg which was reported as red and sore, but not requiring follow-on treatment.

Manufacturer narrative:
This MDR was identified as a result of complaint handling and medical device reporting process/procedure updates triggered via acquisition by medtronic.